Manufacturer narrative:
Note: a fully audit of all legacy complaints since the inception of the company (2007) was conducted to assure any non-conformities that may exist from earlier years were discovered and properly documented and addressed. During the audit, this reportable event was identified and is now being submitted. Previous personnel had deemed this a non-reportable. This event was to be reported within 30 days of occurring. Investigation concluded that implants had performed as expected. Patient anatomy, excess bone graft and disc and bone fragments caused the spinal cord compression and loss of neural signal. Physician noted that the dorado implant was well fixed and device was not involved with subsequent procedures on the patient to alleviate neural signal loss. The dorado package insert lists nerve damage, paralysis, adverse affects. Dorado package insert (doc20000 rev. C). Please note reference to nerve damage, paralysis and spinal cord impingement or damage as adverse effects of dorado implant.

Event description:
On (B)(6) 2009 two dorado 9mm interbodies were implanted in the patient at l1-l2 and l2-l3. While closing the wound at l1-l2, neuromonitoring showed a loss of signal. Patient was reopened, bone graft removed and immediate recovery of signals was noted. Patient was observed to be moving both legs post surgery, but lost motor function in both legs and sensation in the right leg later that day. Patient was returned to the operating room on (B)(6) 2009 to correct anterior lateral compression at l1-l2. The implant was noted to be well-fixed anteriorly and further examination identified an osteophyte bone pressing the spinal cord on the right side. The osteophyte and several disc fragments that had resulted from the anterior compression was removed and signal improvement was observed. Patient was returned to operating room on (B)(6) 2009 to remove additional bone fragments.